Manufacturer narrative:
Device evaluation summary. Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable, "check therapy pad" messages) was confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test and the cable connecting ECG c and ECG d was pulled from strain relief. The cause for the failure was isolated to the strained cable and an open pulse wire in the trunk cable. The root cause for the strained cable and open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a damaged cable and was causing excessive "check therapy pad' messages.